Manufacturer narrative:
Patient code e2311 captures the reportable event of discomfort. Impact code f2301 captures the intervention to remove the stent.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an agile esophageal fully covered rmv stent was implanted in the esophagus to treat a 2cm benign stricture during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. On (B)(6) 2023, post stent placement, the patient complained of pain/discomfort. Subsequently, the agile esophageal stent was removed with grasping forceps and no visible problems were noted. No new device was implanted and the procedure was completed. The patient's current condition was reported to be stable.